Event description:
New information received indicated that post-paced t-wave oversensing was still observed and inhibition biventricular pacing was seen. Patient was on a treadmill and experienced short of breath, fatigue and rate dropping during exercise. Further programming changes were recommended. Device was near eri, hence physician elected to replace the device.

Event description:
It was reported that during follow-up, post-paced t wave oversensing on the ventricular channel was observed via real-time egm. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.